Event description:
It was reported that the pump exhibited a cassette sensor issue during testing. During physical inspection, a cassette sensor issue was confirmed. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a cassette not attached properly alarm. The device was visually inspected and there was fluid ingression. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to fluid ingression to the downstream occlusion sensor. As a result, the downstream/upstream occlusion sensors were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.